Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient received readings of hi (>600 mg/dl) on meter on two occasions; no treatment was received/given and patient passed out within 10 minutes. Caller stated ambulance arrived in 7 minutes and tested patient's blood glucose level as lo (<10 mg/dl). Reading of hi did not match patient's feelings. Patient was treat with 3 doses of glucose gel via the dental gums and then he was injected with glucose; did not go to the hospital. Test strips are no longer available. Requested meter for evaluation.